Manufacturer narrative:
The electronic file from this event was reviewed by a philips clinician. On (B)(4) 2015 the device was powered on into the manual mode and pads were placed. The users selected the ¿sync¿ mode and delivered the first shock at 00:28 elapsed time (et). The shock did not convert the patient¿s atrial fibrillation. A ¿sync off¿ message was then recorded, indicating that the device was configured to not stay in the ¿sync¿ mode after a shock was delivered. Note that the default setting for the mrx defibrillator is for the device to be configured to stay on ¿sync¿ after a shock is delivered. At 1:11 et the users delivered a second shock, which was not a synchronized shock. The patient¿s rhythm changed to ventricular fibrillation (vf). The users switched the device back to the sync mode and delivered another shock. The users then left the device in the manual mode (kept it out of sync mode) and delivered two shocks via pads and another shock via external paddles and the patient¿s rhythm converted out of vf. The mrx IFU describes the steps required to perform synchronized cardioversion: the IFU directs the user to: 1.with the therapy knob in the monitor position, press the sync button located beside the therapy knob to activate the sync function. A sync message appears in the upper right corner of wave sector 1. 2. Confirm that the sync marker appears only with each r-wave. R-wave markers do not always appear at the peak of the r-wave but always appear on the r-wave. Use the lead select button to change leads of the r-wave markers do not appear correctly. When the users attempted the second cardioversion attempt (shock #2), they would have been able to confirm the mode that they were in by looking at wave sector 1 where the mode is labeled and by looking to confirm that sync markers were present before the shock attempt. The biomedical engineer was contacted for additional information, including any device evaluation and/or repair results. No additional information was available. This reported incident is fully consistent with a use issue where the users delivered an asychronous shock instead of a synchronous shock to a patient in atrial fibrillation. The device was working as intended and described in the mrx instructions for use.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer states that, during a sync cardioversion procedure where a patient was in atrial fibrillation, the device shocked on the t-wave. The patient's rhythm then changed to ventricular fibrillation (vf). The users delivered another shock and the patient was converted out of vf. The patient recovered.